Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event.

Event description:
The customer contacted heartsine to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Review of the software logs indicates the device had a software fault resulting in the corruption of the system code. This device was archived and the customer received a replacement device. The cause of the reported issue was due to software corruption.

Event description:
The customer contacted heartsine to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.